Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. The patient noted that the device had died several years prior. Additional information was received which reported that the suspected cause of the inability to interrogate was that the device was out of battery. No actions were planned or performed. The device remains implanted. No adverse patient effects were reported.